Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/31/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic inguinal hernia procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the surgeon reported that the device did not fire the tacks hard enough to penetrate the tissue sufficiently. The tacks did not go into tissue far enough. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.